Event description:
The user facility in korea reported the cutter function was not working properly at high speed. There was no impact to the pt.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records have been reviewed and found to be acceptable.